Manufacturer narrative:
The drainage bag and patient line tubing were patent and met the requirements for leak testing. The catheter was returned in two pieces of lengths 28 cm and 8.5 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent, however one segment did not meet the requirements for leak testing as there was a tear located approximately 6 cm from one end of the catheter. Tensile strength and ultimate elongation tests could not be performed due to the inadequate catheter length that was returned. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient got surgery on (B)(6) 2015. According to the report on (B)(6) 2015, the catheter was found to be broken and was removed. Reportedly, the patient is currently doing well.